Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review could not be performed as the lot number was not provided and was unable to be verified. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A hemodialysis technician reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis technician reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The technician confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Additional information has been requested, however to date has not been provided.